Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer¿s blood glucose level. Customer did not have an alternate method for insulin therapy. A replacement pump was sent to the customer.